Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, one(linear) opening, wear abrasion and total delamination of plug strap. Leak test and microscopic analysis was performed which identified one sharp opening and total delamination of the plug strap to the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one sharp opening assessed as unidentified (tear) opening, and total delamination of the plug strap to the plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.